Event description:
Pt is taking more of the medication than was intended. The patient is "dosing himself more frequently". The patient is now needing to take a pod every 48 hours instead of the prescribed 72 hours for it to work and will not have enough pods before their next refill. Reported by hcp (health care personnel) (B)(6) who has consent to follow up. Address (B)(6). No further information provided or available regarding this report. (B)(4).